Event description:
Three pt urine samples that initially generated negative results for blood, but gave 50mg/ery/ml on visual using a separate test. No adverse events were reported. If add'l info is rec'd appropriate notification will be provided.